Manufacturer narrative:
(B)(4). Date sent: 06/24/2020. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: what is the product code? (B)(4). Lot #? Unknown. Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. None reported. Is the patient currently taking currently taking steroids/immunization drugs? Unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was mesh used at time of implant? Yes. What was the reason for removal of the linx device? On going dysphagia. At the time of removal, was the device found in the correct position/geometry at the time of removal? Yes. Have the symptoms resolved since the device was explanted? Unknown. Any notable observations during explant/intervention? None reported. Have the symptoms resolved since explant/intervention? Unknown.

Event description:
It was reported that the linx was explanted. Implanted, (B)(6) 2017. Explanted, (B)(6) 2020. The entire device was removed. No linx was replaced. The patient has no allergies.